Manufacturer narrative:
(B)(4). Results: (myocardial infarction).

Event description:
Pt presented with stable angina. Event was identified by the clinical events committee and deemed to be consistent with an mi. The pt received an endeavor sprint stent to the proximal lad. It was reported that an mi occurred on the same day as stent implant (peri-procedural mi). Mi was categorized as a non q wave mi, in the territory of the implanted stent. No further details are available. Pt was asymptomatic at 30 day, 6 month, 1 year, 1.5 year, 2 year and 2.5 year f/u stages.